Manufacturer narrative:
Device photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "changed shape of the right breast" and "intracapsular rupture" confirmed with MRI. This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device will not return.